Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after insertion of a screw with a torque limiter, the surgeon asserts the screw is too long. He tried to remove the screw, but it was not possible. The surgeon removed the plate and the screw. A new plate and screw were implanted. This is report of 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: it was impossible to remove the screw conventionally by using a screwdriver due to the heavily damaged recess. During the complaint investigation the screw could be removed by using the extraction screw 309.520 which is part of the screw extraction set. Thus, additional harm to the patient could have been avoided by using the screw extraction set. It is not possible to determine the validity of the complaint since various reasons might have led to this failure mode, such as an inappropriately calibrated torque limiting attachment / screwdriver, wrong insertion angle of the screw, bone or tissue in-growth, cold-welding of the thread, and inappropriate application of screw driver during removal. The risk assessment adequately addresses the complaint. The extraction screw could be used successfully for the removal of the screw during the complaint investigation. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.